Manufacturer narrative:
Patient information is unknown. Date of event: it is unknown when the event occurred. This report is for an unknown matrixrib plate - unknown lot; unknown part. UDI number is unknown. Implanted date: unknown. Explanted date: device remained in the patient. Complainant part has not been returned for manufacturer review/investigation. The device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: nadeem (2018) titanium plate fixation of flail chest. Journal of pediatric surgery case reports, volume 29 (2018) pages 39-43. USA. The aim of the article was to elaborate the present short and long term outcomes of titanium rib plating in two pediatric patients with traumatic flail chest. A (B)(6)-year-old male patient presented with fractures of left ribs 8¿12, including a 9¿10 flail segment, agitation and had respiratory distress after a bike crash. Other complications include a bilateral pneumothorax, pneumomediastinum, extensive subcutaneous emphysema over the left chest, bilateral pulmonary contusion, a left 8th rib fracture posteriorly along with numerous left-sided rib fractures, bilateral pneumothoraces, liver laceration, and a t4 compression fracture. Patient was unable to wean from the ventilator by hospital day 4 due to inability to generate inspiratory force through a flail left chest segment. Patient underwent open reduction and internal fixation (orif) of the ribs 8, 9, and 10 with titanium plates using synthes matrixrib ((B)(6)). Upon follow-up at one month, functional limitations had diminished. At 4-year follow-up, patient¿s chest wall was clinically symmetrical. The following complications were observed: the patient was discharged home 11 days post-operatively with dependency on adequate pain control and had functional limitations. Upon follow-up at one month, patient had pain which was improving. Patient depended on 4 months of physical therapy to be able to return to full normal activity. At 2-year follow-up he reported a pulling sensation at the incision. This complaint is for an unknown titanium plates, synthes matrixrib ((B)(6)). This is report 2 of 2 for (B)(4). This complaint involves one (1) device.